Manufacturer narrative:
A sample was received and is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that during a vitrectomy procedure, the vitreous probe did not work. It did not cut and did not aspirate. The product was exchanged with another and the procedure was completed without any impact to the patient. No additional information is expected for this report.